Manufacturer narrative:
Issue fixed by service engineer over the phone. Repairs conducted were not disclosed. Therefore, no conclusion can be drawn. However, no reports of patient or staff injuries.

Event description:
The customer reported the device failed to pass electrical leakage tests. No report of patient injury.